Event description:
It was reported "the nurse has been having difficulty accessing a childs port with safetstep needle." Additional information received 6/10/2022: "first attempt, it felt like the gripper had moved away from the back plastic ridge before I had accessed port. Once in, unable to flush or obtain any blood. Second attempt no concerns. No harm caused to patient, just meant a second attempt (which I¿ve never had to do on this patient)."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of aseps0013 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Upon receiving additional information about the event, it was determined that a reportable event had not occurred.

Event description:
It was reported "the nurse has been having difficulty accessing a childs port with safetstep needle." Additional information received 6/10/2022: "first attempt, it felt like the gripper had moved away from the back plastic ridge before I had accessed port. Once in, unable to flush or obtain any blood. Second attempt no concerns. No harm caused to patient, just meant a second attempt (which I¿ve never had to do on this patient)."